Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) fell out during sheath insertion. There was no reported patient injury. The mynx vascular closure device (vcd) was used during an interventional procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified on angiography, including a 30¿45 degree insertion angle of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and little presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved using manual compression for less than 30 minutes. The device was stored and prepared according to the instructions for use (IFU). The sealant sleeves (cartridge assembly) were not out of position, no damage to the sealant sleeves was noted, and there was no exposure of the sealant to bodily fluids. The device was removed from the package with caution, following the IFU. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was partially exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device IFU could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿mynx control system-deployment difficulty-premature¿ was observed through analysis of the returned device due to the partially exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported issue that the sealant ¿fell out during sheath insertion,¿ especially since the sealant was still on the delivery shaft and only partially exposed from the sealant sleeves. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. Although, it was also reported that there was no damage noted to the sealant sleeves; therefore, it is unknown how the user perceived the reported condition of the sealant falling out if the sealant sleeves were not damaged. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) fell out during sheath insertion. There was no reported patient injury. The mynx vascular closure device (vcd) was used during an interventional procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified on angiography, including a 30¿45 degree insertion angle of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and little presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved using manual compression for less than 30 minutes. The device was stored and prepared according to the instructions for use. The sealant sleeves (cartridge assembly) were not out of position, no damage to the sealant sleeves was noted, and there was no exposure of the sealant to bodily fluids. The device was removed from the package with caution, following the instructions for use. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.